Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a new circuit was in the process of being primed when the centrimag console displayed a "m2 pump disconnected" message. The clinician stated that the motor did not seem to want to spin the impeller. It would start to go but then stop. Another clinician tested the devices again and got the same alarm when they turned on the console.